Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that when the alaris pump spiked into the bag, the fluid would not run through the tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20053226, was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20053226, regarding item #2420-0500. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was blocked. The following information was provided by the initial reporter: material #: 2420-0500 batch/ lot #: 20053226. It was reported that when the alaris pump spiked into the bag, the fluid would not run through the tubing. Verbatim: bd alaris pump infusion set spiked into bag of lrs and attempted to prime fluid will not run through the tubing. No visible kinks or blockages. Bag spiked with new tubing working fine.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was blocked. The following information was provided by the initial reporter: material #: 2420-0500, batch/ lot #: 20053226. It was reported that when the alaris pump spiked into the bag, the fluid would not run through the tubing. Verbatim: bd alaris pump infusion set spiked into bag of lrs and attempted to prime fluid will not run through the tubing. No visible kinks or blockages. Bag spiked with new tubing working fine.